Manufacturer narrative:
(B)(4). The device was manufactured october 8, 2013 - october 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with ceftriaxone and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. One used sample was received. Visual inspection of the sample noted a ruptured reservoir. Microscopic examination revealed markings on the exterior surface of the reservoir near the rupture line. The reported problem was confirmed. Should additional relevant information become available, a supplemental report will be submitted.